Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 180-368 mg/dl; manual injections were administered to address the bg levels. A supply change was performed to address the occlusion alarms and additional occlusion alarms occurred. System checks were performed and the occlusion alarms were found to be within the cartridges. After performing a cartridge change, an additional occlusion alarm occurred. A system check was performed and the occlusion was found to be within the cartridge. The customer reverted to manual injections for insulin therapy.